Manufacturer narrative:
H10: the reported event has been reviewed, and it was determined that the malfunction is no longer reportable. The lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u41001h2 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u41001h2 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.